Event description:
It was reported that multiple intermittent cartridge alarms (alarm 20) occurred during the load sequence. Customer's blood glucose level was 180 mg/dl. Reportedly, the customer reverted to using an old insulin pump for insulin therapy.